Event description:
It was reported that during the procedure, the fiber lost its functionality, causing possible harm to the patient. Due to this, the procedure was completed using another device. There was no further information provided on patient and procedure outcome.

Event description:
It was reported that during the procedure, the fiber lost its functionality, causing possible harm to the patient. Due to this, the procedure was completed using another device.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber did not identify any visual and functional failure. However, there was severe detritus (charred tissue) on the fiber tip, which is indicative of heavy tissue contact during use, and this can cause overheating, fiber breaks, and reduced fiber output. The fiber was also tested with hene laser fixture there are no signs of breakage along length of fiber. It is likely that observed condition of the fiber tip resulted from an excessive cap wear occurred during the procedure, due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, leading to the reported event. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the greenlight fiber instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU instructs the user to if there is a malfunction of laser fiber or console resulting in an injury or prolonged procedure, do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber and do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. The symptom of patient harm (including reference to general injury) is a known inherent risk of the device associated with the use of this device as indicated in IFU. A risk review was completed and confirmed that the event of non-specified injury was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, an investigation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation where the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during the procedure, the fiber lost its functionality, causing possible harm to the patient. Due to this, the procedure was completed using another device.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.